Manufacturer narrative:
At this point in time, we have a thin report about a soft tissue fixation device fault causing a pt issue which lead to a re-surgery for remedy. Nothing is being returned and we are in the info gathering mode. When all of the info that can be had is had and whatever analysis can be performed towards discerning a root cause is completed, a f/u report detailing our findings will be submitted.

Event description:
The surgeon is reporting that a pt had an acl repair in 2005 with an uneventful recovery. About 2 or 3 mos ago developed acute onset of lateral sided knee pain. MRI showed intact graft. Scoped knee and found an intact acl. The surgeon opened at the level of the cross pin site and found a small cyst and a fragment of a cross pin, approx 7mm. At this point in time this is all that is known.